Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / constant pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 859458(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("inability to have sexual intercourse"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain ("intermittent abdominal pain") and abdominal pain lower ("intermittent left lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient used gildess fe in 2015, to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on 18-apr-2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / constant pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 859458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("inability to have sexual intercourse"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain ("intermittent abdominal pain") and abdominal pain lower ("intermittent left lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, nausea, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient used gildess fe in 2015, to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter and patient¿s information were updated. Lab test information was added, reported indication and lot number of essure were received, and the events ¿vaginal bleeding¿, ¿menorrhagia¿, ¿female sexual dysfunction¿, ¿nausea¿, ¿allergy to metals¿, ¿dysmenorrhea¿, ¿dyspareunia¿, ¿weight increased¿, ¿abdominal pain¿, ¿abdominal pain lower¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant pelvic pain/ tons of pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 859458(inval)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levora. Concurrent conditions included obesity, uterine bleeding, ovarian cyst and sleepy. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) since 2015 and ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("inability to have sexual intercourse"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("intermittent abdominal pain"), abdominal pain lower ("intermittent left lower quadrant pain"), ovarian cyst ("huge cyst on my right ovary"), abdominal distension ("my whole belly area was "inflamed" / belly was very angry") and nervousness ("nervous") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, ovarian cyst and abdominal distension outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, nervousness, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient used gildess fe in 2015, to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, abdominal distension and nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received. Following events were added: huge cyst on my right ovary, whole belly area was inflamed, nervous. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / constant pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 859458(invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("inability to have sexual intercourse"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain ("intermittent abdominal pain") and abdominal pain lower ("intermittent left lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient used gildess fe in 2015, to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical problem update., batch invalid. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant pelvic pain/ tons of pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 859458 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levora. Concurrent conditions included obesity, uterine bleeding, ovarian cyst and sleepy. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) since 2015 and ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("inability to have sexual intercourse"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("intermittent abdominal pain"), abdominal pain lower ("intermittent left lower quadrant pain"), ovarian cyst ("huge cyst on my right ovary"), abdominal distension ("my whole belly area was inflammed / belly was very angry"), nervousness ("nervous"), headache ("had a headache all day"), discomfort ("pain and discomfort"), urticaria ("hives"), pruritus ("itching"), peripheral swelling ("swollen limbs"), pharyngeal swelling ("swelling in throat"), dyspnoea ("hard to breath") and insomnia ("insomnia") and was found to have weight increased ("weight gain") and thyroid cancer ("my thyroid being taken and fighting thyroid cancer"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, ovarian cyst, abdominal distension, headache, thyroid cancer, discomfort, urticaria, pruritus, peripheral swelling, pharyngeal swelling, dyspnoea and insomnia outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, discomfort, dysmenorrhoea, dyspareunia, dyspnoea, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, nausea, nervousness, ovarian cyst, pelvic pain, peripheral swelling, pharyngeal swelling, pruritus, thyroid cancer, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient used gildess fe in 2015, to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, abdominal distension and nervousness. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events ; had a headache all day, my thyroid being taken and fighting thyroid cancer, pain and discomfort, hives, itching, swollen limbs, swelling in throat, hard to breath, insomnia were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant pelvic pain/ tons of pain') in an adult female patient who had essure (batch no. 859458 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levora. Concurrent conditions included obesity, uterine bleeding, ovarian cyst and sleepy. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) since 2015 and ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("inability to have sexual intercourse"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("intermittent abdominal pain"), abdominal pain lower ("intermittent left lower quadrant pain"), ovarian cyst ("huge cyst on my right ovary"), abdominal distension ("my whole belly area was inflammed / belly was very angry"), nervousness ("nervous"), headache ("had a headache all day"), discomfort ("pain and discomfort"), urticaria ("hives"), pruritus ("itching"), peripheral swelling ("swollen limbs"), pharyngeal swelling ("swelling in throat"), dyspnoea ("hard to breath"), insomnia ("insomnia"), fibromyalgia ("since my cancer I have been diagoned with fibro"), migraine ("it makes me sick and gives me a migraine for days"), fatigue ("fatigue"), asthenia ("no energy") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain") and thyroid cancer ("my thyroid being taken and fighting thyroid cancer"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, ovarian cyst, abdominal distension, headache, thyroid cancer, discomfort, urticaria, pruritus, peripheral swelling, pharyngeal swelling, dyspnoea, insomnia, fibromyalgia, migraine, fatigue and feeling abnormal outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, asthenia, discomfort, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, nervousness, ovarian cyst, pelvic pain, peripheral swelling, pharyngeal swelling, pruritus, thyroid cancer, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient used gildess fe in 2015, to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, abdominal distension and nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media content received : events added- fibromyalgia, migraine, fatigue, asthenia, feeling abnormal. Dob updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). The patient underwent hysterectomy for essure removal on (B)(6) 2015. Chronic pelvic pain and genital hemorrhage are highly prevalent in women and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). The patient underwent hysterectomy for essure removal on (B)(6) 2015. Chronic pelvic pain and genital hemorrhage are highly prevalent in women and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required via surgical intervention. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.